Manufacturer narrative:
Since ec-600wm is similar to ec-600wl(510(k) number;k132210) marketed in u.s., fujifilm submit this MDR. The UDI-di for ec-600wl in the united states is (B)(4). This event was detected by a local agent on the nmpa website in china. And the local agent visited the facility to obtain more detailed information. The result of the post-repair culture test was 0 cfu, so it is thought that the cause was due to air leak of the forceps channel.

Event description:
This endoscope was taken out of service after 5150 cfu from the forceps channel were detected in a culture test conducted by the facility. The facility conducted another culture test after cleaning and disinfecting the endoscope again, but 50 cfu were detected. After this, an air leak was detected from the forceps channel, and the facility asked a third party to replace and repair the forceps channel. The result of the culture test after the repair was 0 cfu.